Manufacturer narrative:
Analysis of the AED's log files identified that AED did not power on during the rescue attempt due to a depleted battery. Further review determined the customer's failure to promptly address red asi warnings reduced battery life expectancy. On (B)(6) 2025 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2025 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2025 when a replacement battery pack was inserted into the AED the day after the event. The review identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service.

Event description:
An international distributor reported that their customer's AED's battery was depleted and the AED was unable to power on during a rescue attempt. The distributor was able to install a new battery and download the event log files.